Manufacturer narrative:
(B)(4). Date sent: 4/3/2024. D4: batch # 48a89. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one gcflgw reload was received with no apparent damage, with an opened package, and fully fired. No functional test could be performed due to the condition of the reload. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload was received fully fired.  Device history review: a manufacturing record evaluation was performed for the finished device batch number 48a893, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Update event date to "jan 15, 2024"; 2. Update event description: english: malformed staples. This case is from health authority. It was reported that during the procedure, after the fire, noted staples malformed and bleeding. The surgeon controlled the bleeding successfully and changed another reload to complete the operation.

Event description:
It was reported that during the unk surgery, could not fire. Changed the new one to complete surgery. No additional information can be provided. No patient consequences reported.